Manufacturer narrative:
A new atrial lead was implanted. To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a follow up visit; this atrial lead exhibited impedances greater than 2,500 ohms. A chest x-ray was performed and revealed that the lead had dislodged and a fracture with insulation damage was noted. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. No additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the lead was returned severed with 2 segments returned. Dried body fluid was noted throughout the lead body. Deformed conductor coils were noted at 130 and 162mm from the terminal pin. This damage was consistant with induced damage by a grabbing tool used during the procedure. Resistance tests were then completed to assess lead electrical performance. Measurements throughout these tests were within normal limits; confirming that there was not a lead fracture within the returned lead segments. Laboratory testing was unable to reproduce the reported clinical observations.